Event description:
It was reported "staples were found jamming during use on the patient". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit sample for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was retuned with 31 staples remaining in the cover block, indicating that at least 4 staples were fired by the customer. The trigger was returned partially engaged. Clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon the first staple engagement, the first staple fully formed but did not release. The staple had to be manually removed and presented resistance upon removal. This was repeated two more times with the same result. The stapler was disassembled, and the anvil component was replaced with an anvil component from lab inventory. The next three staples were able to fully form and release. The returned anvil component was put back into the returned stapler. When fired, three staples were able to fully form but not release. It was observed that the anvil of the complaint sample was improperly shaped when compared to the lab inventory anvil. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. DHR investigation did not show issues related to complaint. IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of mis-fire/jamming - info not provided was confirmed based upon the sample received. Upon functional inspection, the first three staples fully formed but did not release. The device was disassembled, and the anvil component was replaced with an anvil component from lab inventory. The next three staples were able to fully form and release. The returned anvil component was put back into the returned device. When fired, the next three staples fully formed but did not release. It was observed that the anvil of the complaint sample was improperly shaped when compared to the lab inventory anvil. Non-conformance was opened by the manufacturing site to further evaluate this is-sue. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "staples were found jamming during use on the patient". The pateient's current condition is reported as "fine".